Event description:
After patient treatment with juvederm ultra plus in the cheek and the perioral, patient presented with abscess and swelling in the cheek. The patient was prescribed ciprofloxacin 500mg 1 bid and biaxin 500mg 1 bid to hasten resolution of symptoms and to prevent worsening of the symptoms that may lead to permanent damage. Patient was also given a warm pack to increase blood flow to the cheek. A recent culture report result shows that patient has asb (asymptomatic bacteriuria). The physician will refer the patient to an infectious disease doctor. The patient is currently taking levoxyl. Recent follow up with physician noted that the cheek is slightly less red and swollen.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications. In conclusion, it is probable that the patient had an undesirable side effect to the injection, as indicated in the dfu (edema, infection at the injection sites can occur).